Event description:
The customer's wife called to report the customer being treated at the hospital for low blood glucose levels. The customer was initially hospitalized due to a blister that would not heal, and eventually led to an amputation of one of his limbs. The wife did not have the insulin pump with her at the time of the call. Therefore, troubleshooting was not conducted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.